Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced an event on (B)(6) 2026 where the infusion set accidentally fell off while sleeping. This led to high blood glucose level and patient managed it with insulin.